Event description:
It was reported that the iqvia tech was onsite and in an arctic sun device could not get the flow to get higher then 0.3 in bypass, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 46%. Per sample evaluation results on 26sep2025, screw securing the processor circuit card was missing. Pem nut on connector panel bracket found broken.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. Upon receipt, it was found that the bypass flow was 1.0l/m. Flow was unable to be adjusted above 1.7lpm. Flow meter was replaced. Pem nut on connector panel bracket found broken. Screw securing the processor circuit card was missing. Connector panel bracket was replaced. Screw was added to secure the processor card. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.